Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result was 2.510ng/ml. The sample was re-tested on a different instrument and a result of 0.03ng/ml was obtained. A fresh sample collected from this patient gave a result of 0.048ng/ml when it was tested on the unicel dxi 800 and a 0.82ng/ml when repeated on the different instrument. Both samples were then re-tested on both instruments and all results were within the risk stratification range. A 3rd sample was collected and accu tni results were: 0.073, 0.268, and 0.101ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in lithium heparin tubes with gel separator. The specimens are centrifuged at 3,000 rpm for five minutes. The customer ran all original and repeat samples from the primary containers. Qc resulted within specifications. Bci spoke to the customer regarding sample handling. A field service engineer (fse) was not dispatched for this event as the customer is not questioning the instrument at this time. Although pre-analytical issues may have been a contributing factor, a definitive root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.